Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damaged occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system and watchman access system were used; however, during device recapture the distal tip of the watchman access sheath became damaged, the procedure was completed with another of the same device no patient complications were reported and the patient's status is stable.